Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they received battery out limit alarm. The customer reported that they received a failed battery alarm as well. The customer reported that they were experiencing depleted battery life. The customer's blood glucose was unknown at the time of incident. The customer stated that the battery was out greater that duration allowed by the insulin pump. The customer was advised that they will be sent a replacement battery cap. The insulin pump will not be returned for analysis.